Event description:
It was reported that the patient presented for a scheduled generator change out. During the procedure, insulation abrasion was noted on the right ventricular lead. The physician repaired the lead with a suture sleeve and medical adhesive. The patient was in stable condition post-procedure.